Event description:
It was reported that the customer's pump was over delivering insulin. There was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.